Event description:
Medtronic received info that this oxygenator exhibited a leak at the gas outlet port. This observation was made after 2 hours of use. The leak continued for 30 hours into the ECMO case. In addition, the customer reported seeing tiny air bubbles at the top of the oxygenator and in the arterial side of the circuit. It is not known at this time if the device was changed out. To date, no adverse pt effects have been reported.

Manufacturer narrative:
Analysis: to date, this product has not been returned for analysis. Return of the product is anticipated. Without product return, analysis at this time is limited to review of the device history record, which shows that this product met manufacturing specifications when released for distribution. Conclusion: exact cause of the event cannot be determined at this time, as the product has not been returned for analysis. Return is anticipated. There have been no reported adverse pt effects.